Manufacturer narrative:
The technician replaced the brake caster and brake steer caster to resolve the issue.

Event description:
The technician alleged the brakes were not holding. No patient impact.